Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose level was 211 mg/dl at the time of the incident. The customer stated that he had the pump in his pocket when the pump alarmed. The customer stated that the drive support cap was normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed prime during the prime test at 4.0 pounds due to faulty force sensor resistor. Unable to perform basic occlusion, occlusion, excessive no delivery test due to prime alarm. The insulin pump passed self-test, unexpected restart, displacement test and all measurement were normal. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.